Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reported error code (e315) was confirmed. In addition, the following non-reportable defects were observed: fluid invasion in the scope connector, corrosion detected on the print circuit board, light guide cover lenses are shocked, scratching on the charge-coupled device (ccd) -cover lens, universal cord unit has wrinkles, bending section cover (a-rubber) adhesive is worn out, switch 1 button rubber is wear and tear, due to the stretching of angle wires, the bending angle in all directions does not meet the standard value, biopsy channel is worn, no malfunction reported but coloring/scratch noticed inside the channel, insulation I/s resistance value is out of specification requiring the exchange of the connecting tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that water invaded the device while the user was handling the device which led to an abnormality of electrical components. As a result, the error message was displayed. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a diagnostic procedure, evis exera iii colonovideoscope exhibited scope error 315. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.